Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received thirteen devices. The sealed samples were representative sutures. The visual inspection of the opened sample noted four sutures and one needle. The needle returned was engaged to one of the sutures. Inspection of the remaining sutures note that the needles were detached. Under microscopic inspection, normal crimp and swage marks were observed on the needles. A tactile and microscopic inspection of the sealed sutures was performed with no abnormalities. A needle attachment test was performed on the sealed samples, and the results met the specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when closing defect on the uterus during a robotic laparoscopic myomectomy, the needle maturely popped off the suture. It was stated that two products had the same malfunction. They opened another package of suture to complete the case. There was no patient injury.